Event description:
It was reported that a user experienced hypoglycemia to 50 mg/dl after a breakfast meal announcement while using the ilet system early in therapy, with contributing context that the user has gastroparesis and received counseling on differences between dexcom and ilet alarms and appropriate treatment actions. Symptoms included dizziness, hunger, and sweating. Outcomes included treatment with oral fast-acting carbohydrates per instruction and resolution without hospitalization. Investigation included troubleshooting and education regarding alarm interpretation and carbohydrate treatment thresholds for low, urgent low soon, and urgent low conditions. Investigation of this case revealed no device malfunction, with the cause of the hypoglycemia unclear and possible contribution from delayed gastric emptying. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.